Event description:
A customer contacted beckman coulter regarding falsely elevated carbamazepine (carb) result that was generated by the synchron lx I 725 instrument. The initial carb result was ">85 umol/l." The result was reported out of the lab, but indicated that is being checked by dilution. The customer re-tested the pt sample for carb in 1:2 dilution; the result was 21 umol/l. The lab re-tested the pt neat sample for carb; the result was 21 umol/l. The customer then ran another dilution for carb; the result was 21 umol/l. Based on available info, one dose of carb was stopped as a result of the false high result obtained in this event.